Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6 proposed code: mechanical (g04) - stem no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 31-301852 arcos 3.5mm hex drive zb160103. 31-301852 arcos 3.5mm hex drive z1812492. 31-301312 arcos con sz b hi 60mm trl 675190. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the proximal trial body stuck on the stem and the screw stripped. The technique is to implant the stem and trial with the body of the real stem before deciding on the real body and version. Surgery was not a revision of zimmer biomet products, and the stem was implanted. No known impact or consequence to the patient.